Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2015; ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia and there was vegetation on one of their leads. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.